Event description:
It was reported that prior to surgery during functional testing, the universal modular electric/battery double trigger handpiece had an intermittent failure. The handpiece worked properly for a few minutes then broke down even though no pressure had been applied. It was noted that this failure had been observed in previous cases as well. There was no report of harm associated with this reported event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.